Manufacturer narrative:
(B)(4). Date sent: 8/4/2020. D4: batch # u9364n. Additional information was requested, and the following was obtained:is the top jaw loose but not detached?=>no further information will be available. Is the top jaw ptc material damaged?=>no further information will be available. Is the black ptc in the upper jaw detached?=>no further information will be available. Is the top jaw broken off the of the device?=>no further information will be available. The device was received with the electrode separated from the ceramic but still attached to the active rod. In addition the jaw was not missing as reported. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. There is insufficient evidence related to what caused the damage on the device. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy, the jaws were broken when the nurse cleaned the tip of the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.